Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube") and pelvic pain ("chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain") in a (B)(6) female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016 and device difficult to use "unable to place left side essure". The patient's past medical history included multigravida, live birth (second child had clavicle broken due to pushing during delivery) in 2007 and live birth on (B)(6) 2015. Previously administered products included for an unreported indication: mirena in 2011. Concurrent conditions included obesity and migraine. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, topiramate for migraine as well as ibuprofen. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure device with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the device dislocation, weight increased, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy.plaintiff's physician has recommended that she have the device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Most recent follow-up information incorporated above includes: on 24-jan-2018: new events added- abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), fatigue, malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube, nausea, unable to place left side essure and incomplete occlusion of the left tube/unilateral occlusion (right tube occluded). Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube"), device breakage ("device breakage") and pelvic pain ("chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain") in a 31-year-old female patient who had essure (batch nos. 626217, 628627-inv and d06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2015 and device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's past medical history included multigravida, live birth (second child had clavicle broken due to pushing during delivery) in 2007, live birth on (B)(6) 2015 and female sexual dysfunction in 2005. Previously administered products included for an unreported indication: mirena in 2011. Concurrent conditions included obesity, migraine, anxiety, hypertension, psoriasis, stomach ulcer, gerd, sciatica and herniated disc. Concomitant products included adalimumab (humira), lisinopril since 2015, medroxyprogesterone acetate (depo-provera), pantoprazole (protonix) since 2015 and sertraline since 2015 for birth control, topiramate for migraine as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date and removed on an unknown date. A new essure was inserted on an unknown date. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain/left side and abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating") and complication of device insertion ("unable to place left side essure"). The patient was treated with surgery (removal of essure device with hysterectomy and bilateral salpingectomy), surgery (removal of essure device with hysterectomy and bilateral salpingectomy).essure was removed. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Lot number: 626217 man date:2007-11 exp date:2009-10. Lot number: d06932 man date:2014-09 exp date:2017-09. Lot number: 628627 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube"), device breakage ("device breakage") and pelvic pain ("chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain") in a 31-year-old female patient who had essure (batch no. D06932, 626217, 628627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in june 2015 and device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's past medical history included multigravida, live birth (second child had clavicle broken due to pushing during delivery) in 2007, live birth on (B)(6) 2015 and female sexual dysfunction in 2005. Previously administered products included for an unreported indication: mirena in 2011. Concurrent conditions included obesity, migraine, anxiety, hypertension, psoriasis, stomach ulcer, gerd, sciatica and herniated disc. Concomitant products included adalimumab (humira), lisinopril since 2015, medroxyprogesterone acetate (depo-provera), pantoprazole (protonix) since 2015 and sertraline since 2015 for birth control, topiramate for migraine as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted. In june 2015, the patient experienced abdominal pain ("abdominal pain/left side and abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2016, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating") and complication of device insertion ("unable to place left side essure"). The patient was treated with surgery (removal of essure device with hysterectomy and bilateral salpingectomy).essure was removed on (B)(6) 2016. In september 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. In october 2017, the alopecia had resolved. In november 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative on (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 31 year old patient. Her historical medication/condition and concomitant conditions were added. Essure indication was amended. Essure insertion date and removal date was updated. Essure lot number was added. Her concomitant medications were added. Following events: perforation (fallopian tubes), device breakage, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and she did not undergo essure confirmation test. She had recovered form the events: back pain, cramping, apareunia, nausea and fatigue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube") and pelvic pain ("chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain") in a 31-year-old female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016 and device difficult to use "unable to place left side essure". The patient's medical history included multigravida, live birth (second child had clavicle broken due to pushing during delivery) in 2007 and live birth on (B)(6) 2015. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity and migraine. Concomitant products included levonorgestrel (mirena) since 2011 to (B)(6) 2014 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016 for birth control, topiramate for migraine as well as ibuprofen. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain ("abdominal pain/left side and abdominal area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the device dislocation, weight increased and abdominal distension outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Discrepancy to be noted in essure insertion date as (B)(6) 2016 and removal date as (B)(6) 2016. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: results: negative. Lot number: d06932 man date:2014-09 exp date:2017-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: fup received through mail communication. All the information received in follow up (B)(6) 2018 was removed i.e reporter information, essure lot number, essure insertion and removal date, historical medication, historical condition, concomitant conditions and events- perforation (fallopian tubes), device breakage, dysmenorrhea (cramping) and she did not undergo essure confirmation test were removed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure coils on the left side'), embedded device ('embedded within the bilateral cornua'), device dislocation ('malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube') and pelvic pain ('chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain') in a 31-year-old female patient who had essure (batch no: d06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's medical history included live birth on (B)(6) 2015, live birth (second child had clavicle broken due to pushing during delivery) in 2007 and multigravida. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, migraine, cervicitis, nabothian cyst, squamous cell metaplasia and heavy periods. Concomitant products included levonorgestrel (mirena) since 2011 to on (B)(6) 2014 and medroxyprogesterone acetate (depo-provera) from on (B)(6) 2016 for birth control, topiramate for migraine as well as ibuprofen. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced complication of device insertion ("unable to place left side essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain ("abdominal pain/left side and abdominal area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and removal of essure device with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue and nausea had resolved. On (B)(6) 2017, the alopecia had resolved. On (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device dislocation, dyspareunia, embedded device, fallopian tube perforation, fatigue, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Discrepancy to be noted in essure insertion date as on (B)(6) 2016 and removal date as on (B)(6) 2016. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin: on (B)(6) 2016: results: negative. Hysterosalpingogram: on (B)(6) 2016: results: confirmed full occlusion of both tubes; on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Lot number: d06932, man date: 2014-09, exp date: 2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. New event added: embedded within the bilateral cornua and perforation of essure coils on the left side. Reporters, concurrent conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure coils on the left side'), embedded device ('embedded within the bilateral cornua'), device dislocation ('malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube') and pelvic pain ('chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain') in a 31-year-old female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's medical history included live birth on (B)(6) 2015, live birth (second child had clavicle broken due to pushing during delivery) in 2007 and multigravida. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusionconfirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, migraine, cervicitis, nabothian cyst, squamous cell metaplasia and heavy periods. Concomitant products included levonorgestrel (mirena) since 2011 to november 2014 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016 for birth control, topiramate for migraine as well as ibuprofen. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced complication of device insertion ("unable to place left side essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain ("abdominal pain/left side and abdominal area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laaroscopic-assisted vaginal hysterectomy and removal of essure device with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device dislocation, dyspareunia, embedded device, fallopian tube perforation, fatigue, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Discrepancy to be noted in essure insertion date as (B)(6) 2016 and removal date as (B)(6) 2016. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2016: results: confirmed full occlusion of both tubes; on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Lot number: d06932 man date:2014-09 exp date:2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. New event added: embedded within the bilateral cornua and perforation of essure coils on the left side. Reporters, concurrent conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure coils on the left side'), embedded device ('embedded within the bilateral cornua'), device dislocation ('malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube') and pelvic pain ('chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain') in a 31-year-old female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's medical history included live birth on (B)(6) 2015, live birth (second child had clavicle broken due to pushing during delivery) in 2007 and multigravida. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusion confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, migraine, cervicitis, nabothian cyst, squamous cell metaplasia and heavy periods. Concomitant products included levonorgestrel (mirena) since 2011 to (B)(6) 2014 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016 for birth control, topiramate for migraine as well as ibuprofen. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced complication of device insertion ("unable to place left side essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain ("abdominal pain/left side and abdominal area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device dislocation, dyspareunia, embedded device, fallopian tube perforation, fatigue, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Discrepancy to be noted in essure insertion date as (B)(6) 2016 and removal date as (B)(6) 2016. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2016: results: confirmed full occlusion of both tubes; on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Lot number: d06932 man date:2014-09 exp date:2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("malposition of essure device - location of device: intratubal but adjacent to tube/malposition of essure device and 2 coils intrabutal possibly adjacent to tube/coils located outside the tube"), device breakage ("device breakage") and pelvic pain ("chronic pelvic pain/pain pelvic (constant and mild at times; severe at other times)/pain") in a 31-year-old female patient who had essure (batch no. D06932, 626217, 628627-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2015 and device ineffective "incomplete occlusion of the left tube/unilateral occlusion (right tube occluded)" on (B)(6) 2016. The patient's past medical history included multigravida, live birth (second child had clavicle broken due to pushing during delivery) in 2007, live birth on (B)(6) 2015 and female sexual dysfunction in 2005. Previously administered products included for an unreported indication: mirena in 2011. Concurrent conditions included obesity, migraine, anxiety, hypertension, psoriasis, stomach ulcer, gerd, sciatica and herniated disc. Concomitant products included adalimumab (humira), lisinopril since 2015, medroxyprogesterone acetate (depo-provera), pantoprazole (protonix) since 2015 and sertraline since 2015 for birth control, topiramate for migraine as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain/left side and abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating") and complication of device insertion ("unable to place left side essure"). The patient was treated with surgery (removal of essure device with hysterectomy and bilateral salpingectomy), surgery (removal of essure device with hysterectomy and bilateral salpingectomy), surgery (removal of essure device with hysterectomy and bilateral salpingectomy) and surgery (removal of essure device with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. In (B)(6) 2017, the alopecia had resolved. In (B)(6) 2017, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, weight increased, abdominal distension and complication of device insertion outcome was unknown and the abdominal pain, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the end of insertion procedure, the right cornua had 3 visible coils and the left cornua had no visible coils. Successful placement occurred unilaterally in right. Attempted to place coils in the left tube three times and each time would not deploy. Plaintiff's physician has recommended that she have the device removed. Per pfs: physician stated the device had become dislodged on the right and was on top of the vaginal wall. The left coil had perforated the tube and the tip was broken off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative. On (B)(6) 2016 plaintiff had a hysterosalpingogram (hsg) test that revealed total bilateral occlusion, unilateral occlusion (right tube occluded) and malposition of essure device and 2 coils intrabutal possibly adjacent to tube (as written). There is satisfactory tubal occlusion of the right tube. There is a slight trickle of dye that passed beyond the distal end of the left coil that appears to represent incomplete fibroids and partial occlusionconfirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2016 , hysterosalpingogram revealed unilateral occlusion (right tube occluded) and 2 coils intrabutal possibly adjacent to tube. Normal uterine cavity identified, bilateral coils observed in each fallopian tubes demonstrating appropriate placement and satisfactory bilateral tubal occlusion is demonstrated. There is a second coil in the left tube that is distal and in line with the proximal coil. Lot number: 626217 man date:2007-11 exp date:2009-10 . Lot number: d06932 man date:2014-09 exp date:2017-09 . Lot number: 628627 is invalid. . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2018: update of quality-safety evaluation of ptc( FDA codes updated). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.